Manufacturer narrative:
Date of event the exact date of the event is unknown. Investigation summary: with the available information boston scientific concluded that the identified fracture under the proximal end of the metal cap occurred due to excessive manipulation or bending and rough technique during setup contributed to the fracture. According to the IFU, do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. It is probable that the interaction between the user and device, caused or contributed to the observed fiber damage. The instructions for use caution against bending the fiber at sharp angles to avoid damage to the fiber. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis under magnification identified a fracture under the proximal end of the metal cap. The fiber was able to rotate independently, proximal to the fracture. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber cap/tip did not show signs of devitrification or debris. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was returned without performance allegation information. The fiber was returned, and the analysis identified a fiber body break under the proximal end of the metal cap.